Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that critical therapy remained available. The device case was then opened to facilitate analysis of the internal components and visual inspection revealed no irregularities. The battery was separated from the other device electronics and external power was applied to the hybrid. Hybrid current drain measured normal. Analysis determined that the reported allegation of device reverting to safety mode that was clinically observed occurred due to a performance anomaly with the battery component.

Event description:
It was reported that this pacemaker was returned without an allegation.